Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker had been implanted for 10 years, and during a recent attempt to use consult they were getting an error message that device data failed. Boston scientific technical services (ts) discussed that it could be due to end of life (eol), as the expected longevity was 8 years. Additional information was requested, however no further information was obtained. No adverse patient effects were reported.